Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the customer's insulin pump alarmed hardware low level failures during the self test. The customer's blood glucose was 10 mmol/l at the time of the incident. The customer also reported the insulin pump had a cracked battery compartment from the top all the way around. The insulin pump will not be returned for analysis.